Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant there was some oversensed noise noted between the ventricular sensed beats after the first layer of sutures was completed. The field representative thought it appeared similar events related to air in the header and boston scientific technical services (ts) discussed timeframe of when air-bubbles would typically dissipate. Additional information was received that the pocket was reopened and the lead was reinserted into the header. No further issues were noted. No adverse patient effects were reported.